Event description:
It was reported while using bd venflon¿ pro safety bubbles formed. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: while inserting the catheter of vps, it forms a small bubble on the catheter

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd venflon¿ pro safety bubbles formed. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: while inserting the catheter of vps, it forms a small bubble on the catheter.